Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the center button and up arrow button was unresponsive. Customer also stated that the down arrow allows them to navigate screens and buttons presses may be delayed or fail to respond. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on select button. Device passed displacement test and self test. The keypad connector was inspected and fully locked on lcd board.